Event description:
Patient was implanted with 3.5mm low profile reconstruction plate and screw construct for an acetabulum fracture on (B)(6) 2012. Patient complained of painful hardware. Patient was returned to the or on (B)(6) 2013 for removal of hardware. The surgeon removed all hardware without complications. Patient was not revised with any additional hardware as the patients fracture had healed. Reportedly the hardware was intact. Reportedly clinical findings noted that the patient had a delayed healing. This is report 5 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.